Manufacturer narrative:
(B)(4). Results: (graft occlusion). Results, conclusions: (diseased, stenosed and small vessels).

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm approx 5 months ago. The vessels were diseased, stenosed, and small. Approx 1 month ago, the pt was asymptomatic; however, there was an occlusion and kink/compression of the contralateral limb at the aortic bifurcation noted at a follow-up. A thrombectomy and a fem-fem bypass were performed to resolve the occlusion. No additional clinical sequelae were reported and the pt is fine.